Event description:
During placement of bakri balloon for bleeding in post-partum patient, stopcock broke and device became un-usable. Second bakri balloon had to be used.======================manufacturer response for bakri balloon, bakri balloon (per site reporter)======================ongoing discussion. Recent changes have been made to the bakri balloon stopcock to address problems reported by other customers. It is unclear at this time if our recent broken stopcocks are the new design or the "old" stopcock.